Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident by the provider that the concentrator, "fan had failed and the device was not producing any oxygen and also heating up." Devilbiss contacted the provider who stated that the device has evidence of thermal deformation. There was no report of patient harm or injury. The device was returned for evaluation. The evaluation determined that the unit has severe internal warping. The printed circuit board was found to be inoperable due to a broken solder joint between the power supply board and main pcb. Accordingly, the fan that provides cooling, valve and alarm system that are controlled by the pcb were all inoperable.